Event description:
On (B)(6) 2012, this pt underwent treatment of a ruptured abdominal aortic aneurysm with gore excluder aaa endoprostheses. It was reported that due to the pt's small iliac artery (les than 7 mm at the access site and 9 mm at the bifurcation), an aortic extender component was advanced outside of the sheath to provide proximal extension on a trunk. It was reported that the device would not advance past the distal portion of the iliac artery due to the pt's tight anatomy. The aortic extender component was retracted back into the sheath for removal, but the device reportedly prematurely deployed within the sheath and the leading olive separated from the delivery catheter. It was reported the physician was able to remove the sheath, prematurely deployed device, and separated olive with no issue. However, it was reported the pt expired at this point due to exsanguination from the rupture.